Event description:
Customer reports to have received a no delivery alarm. Customer also reports of receiving a spanish anomaly alarm and insulin pump reset itself. Customer's blood glucose was 245 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime after set change. Customer was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump and to call back should no delivery persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.